Event description:
The lay user/patient contacted lifescan (lfs) in early 2009 and alleged that a onetouch ultra meter was showing "battery indicator". This complaint is being classified based on the available information, as the patient could not be contacted by lfs to obtain the additional information. The patient indicated that the alleged issue first started on twelve days prior in the morning. It is unknown whether she was able to test her blood sugar after that or not. In the afternoon that day, she started feeling "dizzy, nausea, and shaky". She denied receiving any treatment due to the product issue. Her blood sugar was not tested on another device at the time of concern. The customer service agent (csa) discovered that the patient had not replaced the battery in the meter as per the owner's manual. Replacement products were sent to the patient. This complaint is being reported, as the patient allegedly experienced "dizzy, nausea and shaky" sometime after the alleged issue started. It is unknown whether the patient was able to test her blood sugar after the alleged issue or not. Diabetes care management: the patient tests her blood sugar four times daily and manages her diabetes by diet and exercise.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.